Event description:
While infusing on a pt, the pump "locked up, no alarm, cannot shut the pump off, no response to keypad, it makes clicking noise, but no response". E39518 - infusing vasopressin. No pt injury.

Manufacturer narrative:
The reported complaint was not duplicated. Investigation results: we performed a comprehensive repair analysis of this product which included an attempt to reproduce the reported discrepancy. During a review of the operation log we found a system error 75 and a system error 123. When we received the pump the main battery was at 1.5 volts. According to the es main board schematics, when the main battery level falls below 8.8 volts, the device powers down which can produce the system error 75 and system error 123. Action taken: we ran the pump for over ninety six hours with the wireless activated. There was no system error 75 or system error 123 during that time. The keypad continued to function properly throughout the investigation. Preventive maintenance and final qc testing were completed prior to returning the pump.